Event description:
It was reported that patient underwent a surgical procedure to explant his ambicor penile prosthesis (app) due to leaking. Reason for the fluid leak is unknown. All components were explanted and a new inflatable penile prosthesis (ipp) was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had leaks with large hole/damage in the proximal cylinder body attributed to sharp instrument damage which likely occurred during the explant. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 has broken fabric threads and exhibited bulging when inflated in cylinder body. The tubing was identified to be cut off apart. The kink resistance tubing (krt) was worn to the filament; no leak was found. No damage was identified in relation to the pump. Product analysis was unable to confirm the reported allegations related to fluid loss as sharp instrument was identified. Product analysis concluded the identified of the bulge with broken fabric treads in cylinder 2 would directly affect the overall functionality of the device and is therefore product analysis confirmed device malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that patient underwent a surgical procedure to explant his ambicor penile prosthesis (app) due to leaking. Reason for the fluid leak is unknown. All components were explanted and a new inflatable penile prosthesis (ipp) was implanted.